Event description:
It was reported to philips that system could not perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac chambers diagnostic procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) contacted the customer, provided troubleshooting, and identified a faulty wired footswitch as the issue. After reviewing the log, the multiple footswitch related issues were found. To resolve this, fse quoted a new wired footswitch for the customer, who replaced it due to the time-and-material site. Philips has initiated a medical device correction (z-2587-2023) previously. After the replacement of the wired footswitch and implanting the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.